Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned. Reported loosening event was confirmed via x-ray and medical record review. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is attributed to unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No revision to date. No further information available at this time.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient had pain attributed to lucency noted in x-ray review over most of the length of the humeral stem indicative of device loosening. No revision to date. No further information available at this time.